Manufacturer narrative:
Motor error alarm during the basic occlusion test due to faulty fsr (gold). The motor was tested outside of the device and passed.

Event description:
It was reported that the insulin pump had motor error. The customer¿s blood glucose level was 115 mg/dl. The drive support cap was normal. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.